Manufacturer narrative:
The info contained in this report is based on self-reported statements provided to the manufacturer during a telephone interview. These self-reported descriptions of an incident have not been independently verified to be factually correct or complete descriptions of the incident. For that reason, info contained in this report does not and can not form the basis for a determination of whether the reported clinical effects are causally related or associated with an exposure to the product identified in the telephone interview. The info provided in this report has not been medically verified via confirmation with the patient's physicians or by the provision of patient medical records. When considering the body of regulatory data and post-marketing data as well as the weight of scientific peer reviewed evidence on topically applied hyaluronate containing product such a causal relationship between the use of this type of device and the development of the adverse effects reported in this case cannot be definitively established. When evaluating a patient for a potential hypersensitivity (allergic) reaction, a clinical practitioner must consider several potential environmental etiologies as well as any foods, beverages, medications, or dietary supplements the patient had been taking just prior to the onset of symptoms. Definitive causality cannot be applied to any one compound or agent without verification.

Event description:
This spontaneous report was received from a consumer via phone on (B)(6) 2012. The consumer reports she started using the product on friday, (B)(6) 2012, applying it to her vulva twice daily for a vaginal cut. About 8 hours after the first dose, she broke out into hives and also developed chest pain, back pain, and wheezing. She continued to use the product on (B)(6) 2012. In the middle of the night on (B)(6) 2012 she decided to go to the local emergency room. While in the emergency room she received an albuterol nebulizer. She is currently on prednisone and an unk antihistamine which was prescribed by the emergency room physician. The hives have not healed completely, but her other symptoms have dissipated. MFR ref# 9610200-2014-00016.